Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The device alarmed compromised force sensor system basic occlusion test due to loose and or protruded drive support disk. The device had minor scratches on display window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads missing end cap sticker.

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).